Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: d1, g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 170832 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 170832 and test base part number 195-430h / lot 168311. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 170832 showed that the complaint rate is 0.001%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a false positive result with the binaxnow covid 19 ag self test . Confirmation testing with pcr generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.